Manufacturer narrative:
Additional information: event clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hospitalization for right side pleural effusion, characterized by chest pain and shortness of breath (dyspnea). However, there is no objective evidence that a liberty select cycler product deficiency or malfunction was associated with the event. The patient had two episodes of right sided pleural effusion soon after starting pd therapy. During further testing it was confirmed the patient had congenital defects in their diaphragm (right side more than left) which allowed pd solution into the thoracic space. The physiologic pressure that develops in the peritoneal space due to the dialysate during pd treatment was a contributing factor. Pleural effusions are rare complications known to occur in pd patients thought to be related to a pleuroperitoneal communication which allows fluid to leak into the pleural space due increased intra-abdominal pressure from the dialysate during the pd procedure.

Event description:
Additional information was received through patient medical records. The patient has a past medical history significant for end stage renal disease (esrd) with previous right pleural effusion requiring thoracentesis soon after commencement of pd. The patient was placed on temporary hemodialysis for a few weeks and restarted pd therapy about two weeks prior. During this hospitalization it was discovered the patient had developed another right-sided pleural effusion. The patient underwent thoracentesis for drainage of the effusion which was consistent for hydroglycothorax (suggesting the fluid was pd solution). During the thoracentesis the patient experienced severe pain and shortness of breath related to a small pneumothorax which developed. It is unknown how much fluid was drained from thoracentesis, but it was documented the effluent was clear. Due to the small pneumothorax, the patient was admitted into the hospital for observation overnight. Pd was held in the hospital and per the nurse, the patient did not have a fluid volume overload event as result of not having dialysis. There is no documentation that the patient required medical intervention for the pneumothorax. The patient recovered (follow-up CT scan demonstrated resolution of pneumothorax) and was subsequently discharged the following day with plan to transition back to hemodialysis. Subsequently, the patient had a consultation with a pulmonologist which confirmed the patient had congenital defects of the diaphragm (right greater than left). It was concluded that with a negative pressure inside the right hemithorax, pd fluid seeps from the peritoneum to the pleura. An ultrasound was performed during this encounter which demonstrated no visible pleural effusion. Currently, the patient remained on hd therapy and recommendations were made how to manage the congenital defects if pd therapy was considered the best dialysis option for the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hospitalization for right side pleural effusion, characterized by chest pain and shortness of breath (dyspnea). However, there is no objective evidence that a liberty select cycler product deficiency or malfunction was associated with the event. The patient had a previous right sided pleural effusion soon after starting pd therapy approximately 2 months prior to the event. The patient was placed on hemodialysis until further testing can rule in or out a peritoneal cavity leak. Pleural effusions are rare complications known to occur in pd patients thought to be related to a pleuroperitoneal communication which allows fluid to leak into the pleural space due increased intra-abdominal pressure from the dialysate during the pd procedure. At this time, while it cannot be confirmed, it is possible the patient has an anomaly which has resulted in the pleural effusion while on pd therapy.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) therapy was hospitalized due to experiencing chest pain and shortness of breath after dialysis. During this hospitalization it was discovered the patient had developed right pleural effusion. The patient underwent thoracentesis for drainage of the effusion. During the procedure the patient developed severe pain and shortness of breath related to a small pneumothorax which developed. It is unknown how much fluid was drained from thoracentesis, but it was documented the effluent was clear. Due to the small pneumothorax, the patient was admitted into the hospital for observation overnight. Pd therapy was held in the hospital and per the nurse, the patient did not have a fluid volume overload event. The patient recovered and was subsequently discharged the following day with plan to transition back to hemodialysis. Per the patient¿s nurse, the patient needs to undergo a peritoneogram as it is suspected the patient may have a peritoneal cavity leak. The patient is planned to continue hd.